Event description:
The following was reported to hamilton medical ag: the report from hospital say: no power response during use, send for repair. No health consequences or impact reported. Patient involvement unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: no power response during use, send for repair. No health consequences or impact reported. Patient involvement unknown.